Event description:
On (B)(6) 2016, complainant had boston scientific precision neuro stimulator implanted. Per complainant, the battery pack was placed correctly, but the leads were placed on the right side of her back. She reports that she has experienced pain since the date of the implant. She requested that the physician explant the device one week after it was implanted due to pain. The device was explanted 3 months later and complainant reports that she is still in extreme pain and believe the device may be defective. On the right side of her back she states she feels like someone is always squeezing on her back. She cannot stand more than 5 minutes on her feet before she is down on her knees curled up in the ball due to the pain. During complainant's initial post-surgery f/u visit, she asked the doctor to remove the implant. Per complainant, the doctor told her she was like a baby and to give it more time. She did not turn the device on since the first day it was implanted because she states that when she did turn it on, it felt like she was being electrocuted. She states the leads for the device were incorrectly implanted and were sticking out of her back. Complainant is going to see a neurosurgeon at (B)(6) in (B)(6) 2017. (B)(6) provided complainant with info for the (B)(6), dates of stay: (B)(6) 2016.

Event description:
Add'l info received for report mw5066737 by reporter on 05/01/2017: I got a boston scientific neuro stimulator put in because my pain mgmt doctor said I was a good candidate. He kept pushing me to get it. So finally I tried the trial stimulator for 3 days. It felt so good I decided to go ahead. They knew I suffered from nerve and muscle damage caused guillian-barre-syndrome I was diagnosed with (B)(6) 2010. Dr. (B)(6) from (B)(6) did the operation. He put a boston scientific neurostimulator in me. Within 1 week I knew something was terribly wrong. I could see/feel the lines and battery bulging out of my skin. I called the surgeon's office, he sent a rep to reprogram it. It did make my pain go away until I went to bed. When I had it on the lowest setting, it made my pain excruciating worse and I felt like I was being electrocuted. I only turned it for a few times. The pain I was in was worse than before I got the stimulator even when it was off. I thought I was dying. I had my 3 week check-up with the surgeon and begged him to take it out. I was crying hysterically and he refused, told me to grow up, stop acting like a baby. After 3 months of complaining to my pain mgmt dr's office, the surgeon called me to come in around (B)(6) 2016. When I went to my appt, he was very humble. He gave me choices: to push the wires further into my body, I said no. Just get this out of me; to put a st. Jude stimulator in and he wouldn't bill me. While crying hysterically, I said no again. But why didn't you tell me I could have made a choice what stimulator to put in, he didn't answer me. He said so you want me to take this out, I said I've been asking/telling you for 3 months I want it out because it is electrocuting me and I've been in excruciating pain since you put it in. I'm bed ridden. I can barely walk, can't sleep, can't do anything because of this unbearable pain. It's been over a year since the neuro stimulator was put in and taken out, I'm still in excruciating pain, continuously bruising and swelling in the areas where the stimulator, leads, lines and battery were, my spine where the incision is causes my spine so much pain if standing more than 5 mins brings me to my knees into a fetal position to ease my pain. My life is spent in bed. I've had mris, xrays, emg, they say I have spondylitis, soft tissue, muscle damage changes in my spine, scar tissue, but everything says its minimal damage. Why am I still in so much pain after all of this time, my pain from gbs is under control from the pain meds I take, but they don't stop the pain in my spine, right side of my back, down to where the battery was and all the way down my right leg to my toes. Please help me find out if the stimulator was defective or if the surgeon should have operated on me having nerve and muscle damage from my gbs. Please find out for me as soon as you can. I filed a complaint awhile ago and haven't heard back from anyone. I also filed on (B)(6) 2016 case # (B)(6) , I think with the FDA to investigate the boston scientific stimulator and am going to pay them up to $(B)(4) to help me. But I have not heard back from them. They called me by the way. Can you look into that for me or have them call me. I misplaced their phone number. Something went wrong! Whether it's from the boston scientific neuro stimulator or the doctor. I have to find out one way or the other. This happen to 3 other pts, my pain mgmt doctor told me. When I asked who was the 1st guinea pig he said you were. Please find out for me what went wrong with the stimulator. (B)(6). So greatly appreciated.

Event description:
On (B)(6) 2016, complainant had boston scientific precision neuro stimulator implanted. Per complainant, the battery pack was placed correctly, but the leads were placed on the right side of her back. She reports that she has experienced pain since the date of the implant. She requested that the physician explant the device one week after it was implanted due to pain. The device was explanted 3 months later and complainant reports that she is still in extreme pain and believe the device may be defective. On the right side of her back she states she feels like someone is always squeezing on her back. She cannot stand more than 5 minutes on her feet before she is down on her knees curled up in the ball due to the pain. During complainant's initial post-surgery f/u visit, she asked the doctor to remove the implant. Per complainant, the doctor told her she was like a baby and to give it more time. She did not turn the device on since the first day it was implanted because she states that when she did turn it on, it felt like she was being electrocuted. She states the leads for the device were incorrectly implanted and were sticking out of her back. Complainant is going to see a neurosurgeon at (B)(6) in (B)(6) 2017. (B)(6) provided complainant with info for the (B)(6), dates of stay: (B)(6) 2016.